Event description:
The customer reported that the system displayed an overload fault error message. This error may cause the system to shut. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery was replaced and the high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.